Event description:
It was reported via repair work order that the top rail plugs are missing on all eight sides. It was further reported that the foot section guide was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the top rail plugs are missing on all eight sides. It was further reported that the foot section guide was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The top rail plugs were missing and the foot section guide was missing. These missing components resulted in cosmetic non-functional issues for the device. The foot section could still be connected.